Event description:
Additional information was received from a health care professional, a manufacturer representative, and a consumer regarding the patient. It was reported that the cause of the poor communication screen, stimulation stopping, pain returning, and the implantable neurostimulator not taking a charge was determined to be that the implantable neurostimulator became over discharged. The patient had just charged on (B)(6) 2019. It was noted that the patient has experienced falls recently. On (B)(6) 2019, the patient met with a manufacturer representative, and the implantable neurostimulator would not communicate with the recharger or the clinician programmer. The antenna locate feature was used five times, and the patient was able to get the recharger to communicate with the implantable neu rostimulator, and they were able to establish communication and start a recharging session. The patient was able to fully charge the implantable neurostimulator and was getting appropriate therapy. No surgical intervention was planned or performed. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Caller reported seeing poor comm/reposition antenna on the insr. Caller states she had some falls recently ((B)(6) 2019, yesterday and last night) and as of last night she felt stimulation stopped and her pain returned. Caller states she woke up in the middle of the night and it's been "pain city." Caller states she thought that stimulation stopped because the ins battery depleted, so she tried to charge but it won't connect and she has tried placing the insr antenna every which way and it still won't take a charge. Caller confirmed poor communication in the patient programmer (pp) as well. Patient was redirected to their hcp. No further complications were reported.